Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the hospital name/account number? What was the date of the initial surgery? What were the indications for surgery? What was the original surgical procedure? Did the patient receive any preoperative chemotherapy or radiation? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? What was the date of the reoperation? What was done during the reoperation? How was the staple line damage identified? Can you further describe the staple line damage? Can you please clarify what was meant by, ¿distal cut filtration¿? Was it leaking through the staple line? Were any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported that postoperative to a abdominoperineal resection procedure, patient who has staple line damage and requires another procedure to correct the complication. The patient had to be operated again as he presented a distal cut filtration. The complication was identified 10 days after the first surgery.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/06/2020. Corrected data: b3. Date of event. Additional information was requested and the following was obtained: 1.what is the hospital name/account number? (B)(6). 2. What was the date of the initial surgery? (B)(6) 2019. 3.what were the indications for surgery? Intestinal obstruction. 4.did the patient receive any preoperative chemotherapy or radiation? Yes, the patient underwent chemotherapy. 5. What color setting was selected on the device and what was the sequence of the firings? The surgeons selected green. 6.what anatomical structures was the device fired on and what type of anastomosis was constructed? Duodenal anastomosis. 7. Were other stapling or suturing devices used when creating the anastomosis? No other devices were used. 8 . How was the common opening closed? The enterotomy was closed with 3-0 manual suture. 9. Were there any issues experienced with the device in the initial surgical procedure? There was no difficulty with the devices in the first procedure. 10. Was the device difficult to assemble/close? There was no difficulty. 11. Was the device difficult to fire; was the force to fire higher than expected? There was no difficulty. 12. How was the integrity of the anastomosis checked intraoperatively? Yes, the integrity of the intraoperative anastomosis was checked. 13. How many days postoperative did the fistula occur? Approximately 12 days later they identified the complication. 14. How was the fistula identified? The fistula was identified in the reoperation. 15. What was the date of the reoperation? (B)(6) 2019. 16.was the site of the fistula identified? If so, where and what was observed? The filtration site was identified in the duodenal anastomosis section 17.was it leaking through the staple line? According to the treating surgeon, the filtration was identified in the staple line 18. Were any malformed staples or missing staples identified? If so, please describe the shape and location. The staples were well formed. 19. Were there any signs of tissue ischemia or necrosis? No, apparently the tissue was in good conditions. 20. Does the surgeon believe the post-operative fistula was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The surgeon confirmed that there are several reasons why he could present the complication, since he is an oncological patient. 21. What is the current status of the patient? The patient is in good condition and reincorporated into his daily life.